Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the femoral artery. The 90% stenosed, approximately 3.00mm by above 40mm eccentric and denovo target lesion was located in the mildly tortuous and moderately calcified bifurcation of the left anterior descending artery (lad) and diagonal artery. The lesion was predilated with a 3.0x20mm maverick2 balloon, leaving 80% residual stenosis. A 3.0x28mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and a 2.75x38mm taxus liberte stent was successfully deployed in the lesion. The lesion was post dilated with a 3.00x15mm quantum maverick balloon. The procedure was completed with no patient complications reported and the patient's status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on rows 1 & 2 were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).